Event description:
It was reported that a novum iq large volume pump failed to display the dosage, volume to be administered, and time. It was also reported that the soft key buttons did not work. During a continuous nitroprusside drip running peripherally via the baxter novum pump, it was observed that all of a sudden, the pump failed to display the dosage, volume to be administered, and time. It was also observed that the side soft keys such as ¿dose change, info/settings/review vtbi¿ would not work. The only button that worked was the power button. This occurred in the cardiac intensive care unit (cicu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.